Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the inner shaft has fractured inside the stopper shaft and separated from the system. In the as-returned state the inner shaft fragment was stuck inside a 4f cordis guiding catheter together with a 0.035 inch guidewire. About 38 mm of the inner shaft fragment protrude from the distal end of the guiding catheter. After dissecting the guiding catheter, it became apparent that the inner shaft was trapped inside the guiding catheter at the distal end of the 0.035 inch guidewire. The inner shaft has elongated and calibrated down, indicating application of a high tensile force. Review of the production documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. The most probable root cause for the complaint event is related to the handling during the procedure, i.e. Forceful withdrawal of the instrument. Please note that, according to the IFU, the user is also advised to exercise care during handling to reduce the possibility of accidental breakage of the delivery system shaft.

Event description:
A pulsar-18 t3 stent system was chosen for treatment of a calcified lesion. During withdrawal of the deliver system the distal part of the retractable shaft has fractured. The fractured part could be removed from patients body.